Manufacturer narrative:
The device was returned for evaluation and found that the device was out of specification due to being overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The handpiece was overtorqued with a damaged housing and transducer. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed.

Event description:
A facility surgical specialist reported that the c2602 cusa excel 36khz straight handpiece was broken and not working properly. Additional information received on 10jul2019 indicated that the customer did not have any information and was given this device for repair. No patient was harmed and they went to use another cusa device.